Event description:
Additional information was received from a foreign healthcare provider and distributor. The date of the pump explant was unavailable.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign, distributor) regarding a patient who was receiving pure morphine of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the pump motor had stalled, and the patient did not have magnetic resonance imaging (MRI). The service code 100 was displayed regarding motor stall was detected. The date of the event was unknown. The issue was resolved as of 2025-dec-03. The pump remained implanted. Environmental/external/patient factors that may be causing or contributing to the problem were unable to be provided. Actions taken to resolve the issue was indicated as not applicable. The patient was without injury regarding their status as of 2025-dec-03. No surgical intervention occurred, and no surgical intervention was planned. The patient's medical history, gender, and age at the time of the event were unknown.

Event description:
Additional information was received from a company representative. The pump could not be returned to manufacturer in the united states for analysis because it contains a battery, which could not be exported from china due to legal regulations.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: destructive analysis identified residue in the motor gear train. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H1 update: the type of reportable event was updated from being a reportable malfunction to now a reportable serious injury regarding additional information received 2025-dec-08. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider and distributor. Regarding the event / motor stall having been resolved, it was clarified that the pump was replaced with new. The explanted pump was to be returned to the manufacturer.